Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a prime (prime issue) issue. It was reported the piston rod got stuck during the load step on random occasions. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because it may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 03-jan-2019 with the following findings: review of the black box did not reveal any unexplained loss of prime events. On investigation, the pump powered on and rewind, load and prime steps were successfully completed without alarm. The force sensor was evaluated and found to be within specification. The pump was exercised for 12 hours without any issues occurring. A cartridge with 100 units of volume was correctly loaded into the pump. There was no damage, defect or contamination of the pump¿s interior components for the piston rod inside the cartridge compartment. Investigation did not duplicate he complaint.